Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer also experienced vomiting, dehydration and an upset stomach. The customer stated that she also had food poisoning. The customer stated that she was not receiving any insulin, but the insulin pump did not give her any alarms. The customer was not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.